Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) device rate histogram data noted a single bit corruption of a recent left ventricular (lv) sense bin. Initial analysis indicated corruption was benign and will not affect device operation. Additional information indicated that the patient was not checked and no action was taken. The crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) device rate histogram data noted a single bit corruption of a recent left ventricular (lv) sense bin. Initial analysis indicated corruption was benign and will not affect device operation. Additional information indicated that the patient was not checked and no action was taken. The crt-d remains in service. No adverse patient effects were reported. Additional information was received indicating that this cardiac resynchronization therapy defibrillator (crt-d) was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation and review of the device found observations of irregular histogram data that was isolated to memory corruption. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. Device testing was performed, where normal device function was observed. The cause of the memory inconsistency was not able to be determined through laboratory testing.

Event description:
This report is being filed with analysis details.